Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where a sensor broke during removal on (B)(6) 2026. According to the hcp, the sensor fractured into two pieces. All pieces of the sensor were successfully retrieved. An RMA was created for the return of sensor for investigation.